Event description:
On (B)(6) 2025, it was reported that the user¿s ilet screen stopped functioning during a cartridge refill. The device still vibrated when the wake button was pressed but the screen remained blank. No visible cracks, damage, or water exposure were reported. The user was unable to use the device, and a replacement was arranged. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.